Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer blood glucose was 171 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump was flashing white or goes blank. Customer cannot recall the cause of the display issue. Customer stated the belt clip was broken. Customer stated the buttons were unresponsive. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 40 noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly on electronic board. Unable to perform the functional test, including the self- test, sleep current measurement test, active current measurement test, rewind test, basic occlusion test, occlusion test, force sensor test, displacement test, prime and seating test due to critical pump error. No flashing white light display noted. Unable to verify missing segments and partial display due to critical pump error. The device was received with cracked select button keypad overlay and minor scratched lcd window. No physical damage to belt clip rails and base noted.